Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: ddbb1d1 ICD, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) on electrogram. Twos was not found in real time. The lead remains in use. No patient complications have been reported as a result of this event.